Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 108-121mg/dl fasting. Verified the strips expired 4/30/2016. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Reviewed meter memory: 1:267mg/dl (B)(6) 2015 fasting:yes; 2:262mg/dl (B)(6) 2015 fasting:yes; 3:233mg/dl (B)(6) 2015 fasting:yes; 4:233mg/dl (B)(6) 2015 fasting:yes; 5:183mg/dl (B)(6) 2015 fasting:yes. Memory concerns:212, 267, 262, 233, 233. Customer went to her physician's office in order to test her meter's accuracy against physician's meter and obtained a result of 108mg/dl with her doctor's meter; but when she went home and tested herself again 30 minutes later with her truetrack meter, she obtained a result of 212mg/dl. Customer unable to provide specific times of results in meter's memory at this time.